Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) product description: linear st lead, 70cm model #: sc-2352-70 serial #: (B)(4) product description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patients scs device was malfunction. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient was getting pain pump. No device malfunction was suspected.

Event description:
A report was received that the patients scs device was malfunction. The patient will undergo an scs explant procedure.